Manufacturer narrative:
The hill-rom technician found the external alarm was inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm at the bed. The bed was located in biu at the account. There was no patient/ser injury reported. This report was filed in our complaint handling system as complaint #(B)(4).